Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared. No additional information was received regarding the outcome of the event.